Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via medwatch mw5078102, that during a total knee replacement procedure, three blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event and there was a minor delay to open a replacement blade. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.

Event description:
It was reported via medwatch mw5078102, that during a total knee replacement procedure, three blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event and there was a minor delay to open a replacement blade. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
Device evaluated by MFR: investigation results indicate that wear markings identified on the mount and tabs of the returned blade indicates that there was side loading perpendicular to the movement of the blade during use. This type of loading can occur when applying a bending moment while cutting. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.